Event description:
While setting up radiation therapy to the brain as ordered by the physician, the y-axis of the field size was inadvertently reversed prior to treatment on the right side only. The brain was not treated to the correct dose on the right side, as the neck was treated instead. The left side of the brain was treated correctly.this was reprot also to the department of hrs office of radiation control.